Event description:
It was reported that the patient presented for routine implant of the right atrial lead. The helix was deployed several times and the lead repeatedly dislodged. After which the lead was unable to sense or capture. The procedure was successfully completed with a replacement lead. The patient was stable.